Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date.

Event description:
The customer reported that the intra-aortic balloon pump (iabp) had a monitor related issue. The circumstances of the event are unknown, however, it was reported that there was no patient involvement. Also, no adverse event has been reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched, inspected the iabp and found that the iabp would not power up at all and would go directly into an alarm. The power supply had no supply voltage being distributed. The fse ordered the power supply and returned to replace it. The fse installed the new power supply and tested the iabp for performance and safety. All performance and safety tests passed and the iabp was approved for clinical use and returned to the customer.

Event description:
The customer reported that the intra-aortic balloon pump (iabp) had a monitor related issue. The circumstances of the event are unknown, however, it was reported that there was no patient involvement. Also, no adverse event has been reported.